Event description:
It was reported that a large volume intermate had particulate matter inside the devices ¿balloon¿. The device contained caspofungin. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured august 4, 2014 - august 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted